Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The rep reported that they received an out of regulation (oor) message when programming the patient. The rep reported that the patient was only allowed up to 8ma, but the rep wanted to get her up to 13ma. The rep added one more anode for a total of 2 anodes and 2 cathodes. The rep reported that this allowed the patient to get up to 13ma. The rep reported that they adjusted the electrodes and patient was able to feel stimulation at a maxed-out sensation. The rep reported that the programmed impedances were around 1,000 ohms. The rep reported that electrode 7 was greater than 40,000 ohms. The rep reported that the patient wasn¿t programmed to electrode 7. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. The pulse width and rate were turned down and some anodes were added to the program. The high impedance had been resolved.